Event description:
In 2008, the pt was implanted with 3 gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. In 2009, a follow-up computed tomography revealed a proximal type I endoleak. Three days later, the pt was implanted with an aortic extender component. The endoleak resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted.